Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, the image is not displayed. The most probable cause of the complaint is cause traced to component failure. (The image is not displayed.) The most probable cause of the complaint is no problem detected. (Faulty white balance) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had faulty white balance. The issue was found during inspection for use. There were no reports of patient involvement.